Event description:
It was learned through implant patient registry and medical records that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 1 year, 5 months due to leaflet perforation causing severe regurgitation. The patient presented with sob and chest pain. The explanted valve was replaced with a 23mm 11500a valve. The patient was taken to the cvicu in stable condition post procedure. The patient was discharged pod #7. Per medical records, the patient presented with worsening chest pain and sob. Redo sternotomy was performed to replace the 23mm inspiris with another 23mm inspiris. Intra-operatively, the patient was found to have moderately dense mediastinal adhesions. A small perforation was noted in the right coronary cusp part of the valve. Low lying coronary ostia was noted during the procedure. New 23mm inspiris valve was implanted without difficulty. Post-operative tee showed normal functioning bioprosthetic aortic valve. The patient was taken to the cvicu in stable condition post procedure. The patient was discharged pod #7. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections h6 (investigation findings, investigation conclusions). Based on the information available, a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The subject device was not available for evaluation as attempts were made to retrieve the device, but no device was returned. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (type of investigation).